Event description:
The hospital biomed reported that this bed had a slow downward movement from the bed high position. After troubleshooting with a hill-rom service tech, it was determined that the brake assembly on the hi-lo drive was defective. He replaced the brake assembly to repair this bed. He stated there were no adverse events associated with this product malfunction.